Event description:
Facebook post received through marketing partner. Patient posted the following: "it is a myth. Take it from someone who knows". After a representative reached out via pm for additional details, the patient provided the following information on (B)(6) 2021: "I had this horrible device removed after 10 years. It slipped and was eroding into my liver. I can't believe you are marketing this torture device so many have had to have removed and some left with permanent damage."